Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was having trouble maintaining set speed. It was also reported that the patient is having elevated pi and the pump sounds odd. The system controller was exchanged and log files were submitted to the manufacturer. Review of the log file revealed that the pump appears to be operating normally. No adverse events have been recorded. The log contained mostly pi events with the average pi between 6 and 7.